Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was not returned. Inspection of the photo cannot confirm the deformed/ bent condition. However a broken post is seen in the image depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The sterile processing department was reprocessing a consignment attune tray and notched a damaged spacer block. There was a small twist in the spring. We do not know when this damaged occurred. There has been no impact on cases it was used in.